Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no capture. The device was re-programmed and subsequently explanted and replaced. It was reported that the epicardial leads (left ventricular (lv) leads) exhibited no capture. It was also reported that the leads were 'y'd together'. The leads were re-programmed. It was reported the leads exhibited no capture when programmed to max output at max output both unipolar and bipolar. It was also reported the lead exhibited intermittent loss of capture when programmed to max output. The leads subsequently capped and replaced. It also reported that the patient recently had a new tissue valve placed. No patient complications have been reported as a result of this event.